Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after starting a 30-day prednisone course prescribed by an eye care provider, with fingerstick glucose of 287 mg/dl and later requiring 30 units of external fast-acting insulin per clinician direction; the pump was paused for the injection and subsequently unpaused, and no device or use problem was identified. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was characterized as an adverse event without an identified device or use problem; an appropriate component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.